Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis chronic pelvic pain, stress urinary incontinence, pelvic organ prolapse. Also, the operation was diagnostic laparoscopy with left salpingo-oophorectomy, extensive enterolysis, transobturator tape, posterior repair, cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment of chronic pelvic pain, stress urinary incontinence, pelvic organ prolapse. Also, the operation was diagnostic laparoscopy with left salpingo-oophorectomy, extensive enterolysis, transobturator tape, posterior repair, cystoscopy. After the procedure, the patient reported slow urinary stream, mesh contracture, and a rectocele.